Manufacturer narrative:
Concomitant products: model: addrl1 ipg; implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.